Event description:
It was reported that an ilet pump experienced a hardware issue in which the device¿s housing separated at the screen bezel, though the device remained usable and blood glucose was not impacted; a replacement device was arranged and the user was instructed on shutdown and return. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and user education, with no medical intervention or hospitalization. Investigation included collection of device history and device details and facilitation of product return logistics. Investigation of this case revealed a confirmed screen bezel separation consistent with a device housing integrity issue. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure of the screen bezel assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.